Manufacturer narrative:
Initial reporter facility name: (B)(6) college. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock had fluid leakage due to a connection issue. The issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.